Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal irritation, throat irritation, soreness, difficulty breathing. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found mineral deposits on the blower motor casing and blower impellers. Fine black contamination on back of lcd, bottom cover, and back cover. The manufacturer also found presence of water ingress into the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination of black contamination found were external to the device and mineral deposits and water ingress are consistent with blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation.